Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported to a company representative that the vacuum was not "as robust" during the phacoemulsification portion of a cataract procedure. There was no patient harm reported. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The lot specific to this event was not known; therefore, lot history and device history record reviews were not possible.as the customer did not retain a sample, neither a visual inspection nor a functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received.(B)(4).